Manufacturer narrative:
Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The augment trials broke during the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The augments broke during the case.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to product wear out and or misuse. (B)(4) commercialized product development previously reviewed complaint data for the reported product code family captured under (B)(4) and concluded no design changes/improvements were identified. The investigation could not draw any conclusions about the root cause of the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.